Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that an employee obtained cuts after the tempered glass door to their reliance 6500 endoscope drying and storage cabinet "shattered." The employee received medical treatment, however it is unknown what type of medical treatment was administered.